Event description:
During the repositioning of the coil, the physician encountered resistance and withdrew the coil from the patient. After removing the coil from the patient, it was noted that the coil was broken. The physician stated that all of the coil was removed from the patient and that there was no clinical consequence.

Manufacturer narrative:
On 03/23/2010 (through follow-up with the health-care provider via email), it was confirmed that the device was explanted due to an unsuccessful ring repair. However, the device has been disassociated from the event by the heath-care provider. It has been determined that this is no longer reportable to the FDA.

Manufacturer narrative:
Unsuccessful ring repair. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to a unsuccessful ring repair. No further details were provided.